Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) unit had an auto fill failure alarm. There was no patient involvement.

Event description:
It was reported that during a routine check before use, the cs100 intra-aortic balloon pump (iabp) unit had an auto fill failure alarm. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10. A getinge field service engineer (fse) evaluated the unit and observed that system was showing autofill failure alarm. The fse checked the system fill port connector and it was damaged. He replaced it with other one then checked the system with demo balloon it is working fine and ready to use. The unit was then handed over to the customer in good working conditions.

Event description:
N/a.